Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the surgeon used the inner clip to secure the lead while removing the microdrive. The surgeon then confirmed the lead had not moved while he had removed the microdrive. The jaws of the inner clip sprung open spontaneously resulting in lead movement of 2-3 mm. The surgeon had to reposition the lead and close the inner clip again. Correct lead position was confirmed and the cap was placed to secure the lead.